Event description:
Device 1 of 2: reference MFR. Report: 1627487-2012-10357. It was reported the pt has not turned stimulation on for the past two months stating the location of her ipg feels too low on her buttocks causing her discomfort. In addition, the pt reported the ipg becomes hot while charging. The st. Jude representative recommended the pt charge more frequently to shorten the time connected to the charging system. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.